Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels between the 40s-400 (mg/dl). Reportedly, customer believes that it may be related to their celiac disease. Customer would administer correction boluses with the pump to treat high bg levels, and would consume juice to treat low bg levels. System check and review of insulin delivery summary of the pump with tandem technical support on 04/25/216 indicated pump was performing as intended. Customer indicated that they will contact their endocrinologist to discuss bg levels.